Manufacturer narrative:
An event regarding a seizing and nonfunctional glenoid reamer shaft was reported. The event was confirmed. Method & results: device evaluation and results: a functional analysis confirmed the event. The driver shaft (output) would not rotate upon turning the driver shaft (input) medical records received and evaluation: not performed as patient factors did not contribute to the event. Device history review: all devices accepted into final stock conformed to specification. Complaint history review: there have been similar reported events for this lot ID. Conclusions: the investigation concluded that the event is associated with a CAPA investigation to further investigation similar reported events. As a result of this CAPA, a design change was implemented in 2013. As this device was manufactured in 2012, it was confirmed the device is within the scope of the CAPA and was manufactured prior to the re-design.

Event description:
It was reported that while doing the primary total shoulder the angled reamer broke. This caused a 45 minute delay in the surgery.

Event description:
It was reported that while doing the primary total shoulder the angled reamer broke. This caused a 45 minute delay in the surgery.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.